Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see correction to d9, and updates to d10, h6, and h11. The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during receiving inspection. There were no reports of patient harm.